Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Fourth. Echelon straight/flex: asku. During which stroke did the event occur? First. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, opening)? Yes, opening was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). Bailout. The device was returned with the knife in the home position and the bailout lever is in the home position. The device was successfully fired multiple times and the reverse was tested and functioned properly. In addition, a reload partially fired was received. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was then fired into the spent cartridge lockout and the manual override force was measured on the minibionix instron machine. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a total gastrectomy procedure the device fired three times successfully. It is unknown what color cartridges were being used during those first three firings of the device. The device was reloaded for the fourth firing and it is unknown what color cartridge was being used. The device sounded like it was starting to fire and then stopped. The surgeon tried to use the reverse button and the reverse button did not work. The surgeon then removed the battery and placed it back on the device and tried the reverse button again and the reverse button did not work. A second device was pulled and they removed that battery and placed the battery on the existing device. The surgeon tried the reverse button and the reverse button did not work. The surgeon then tried the manual override and that did not work. The surgeon used a harmonic device to remove the device from the stomach. The removal of the device did not altar the procedure or have any negative impact to the patient. The case was completed at that time with no patient consequence.